Event description:
Additional information received stated that the lead fractured, believed to be caused by implant technique.

Manufacturer narrative:
The connector portion of the lead measuring 11.2 to 11.8cm in length was returned for analysis. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up. High impedance and steadily increasing capture threshold were noted. Lead was capped and replaced.